Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.

Event description:
During catheter sealing and injection, fluid leaked from the tail end of the pre-filled catheter flushing device, and blood refluxed into the cannula. Immediately replace the pre-filled catheter flushing device and correctly perform catheter sealing.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.